Event description:
The customer reported to olympus that the videoscope had a label peeling. The device was returned to olympus for evaluation. The evaluation found that the adhesive around the objective lens was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that in addition to the peeling adhesive, the following issues were found during the visual examination: the label on the video connector had peeled, the video connector was cracked; the universal cord was discolored; and the bending section cover adhesive was chipped. The evaluation found the following components were scratched: video connector; video case connector; light guide cover glass; light guide connector; universal cord; right/left lever; the angulation lever; lock engagement lever; right/left plate; the up/down plate, hand grip; control unit; switch button 1; and bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the event (adhesive peeling off) was caused by stress of repeated use, external factors, or handling of the device. However, a conclusive root cause could not be determined. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event as below. ¿inspection of the endoscope. 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿. Olympus will continue to monitor field performance for this device.

Event description:
There was no report of patient or user injury due to the event.